Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The event was resolved by capping and replacing the lv lead. The patient was in stable condition.